Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 1 month post-implant, the pt expired. The hospital reported that the pt had coagulation issues and there were no issues with the pump.